Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2015 a representative from an optic shop in (B)(6) called to report that a patient (pt) purchased acuvue 2 lenses -1.50 on (B)(6) 2014 in their shop. The optic shop reported that the pt had a corneal ulcer on his/her od and is now suing the optic shop and requested information on how to proceed. The representative from the optic shop reported that the "pt consulted with ophthalmologist on (B)(6) 2015 who provided diagnostic of cornea ulcer on od." On (B)(6) 2015 the legal department in (B)(6) received a copy of the lawsuit against the optic shop. It was sent for translation to see if additional medical information was included. On (B)(6) 2015 the lawsuit was translated and the additional medical information was obtained as follows: "first appointment in this clinic on (B)(6) 2013 and the second on (B)(6) 2014; in both exams the patient presented low miopia and regular visual acuity in both eyes with the optical correction. In (B)(6) 2015 (the patient) returns in urgency character stating severe ocular pain and low visual acuity on her right eye. In this occasion presented a severe ocular infection: a big and necrotic central corneal ulcer with hypopyon ++. She refered cl wear. Based on the severity of the clinical presentation (the patient) was medicated with fortified ab and referred to an specialized center. Requested culture of the contact lenses. (The patient) maintained the follow up in both ophthalmologic services ((B)(6)). The cl culture showed pseudomonas ++++/4+ and (B)(6) +++/4+ last exam made in (B)(6) 2015 showing only low visual acuity in the right eye and use of lubricants. Bcva(best corrected visual acuity): re(right eye) 20/200; biomicroscopy: central leukoma in re without inflammatory signs. Ocular pressure (pio) 12mmhg; fundoscopy: without changes in both eyes (ao). Prescription of glasses and follow up in 6 months, if uneventful; (B)(6) (name of the city) (B)(6) 2015." The product availability and lot # is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.